Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure. When the reload was articulated and approached the tissue, the green indicator did not illuminate and firing could not be performed. The surgeon tried to continue the operation, a wire protruded from the articulated part and the surgeon felt unusual and attempted to replace the reload, however, the reload cannot be removed. The surgeon had to remove the adapter and the reload together. They replaced the adapter and reload and the procedure was completed. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. If information is provided in the future, a supplemental report will be issued.